Event description:
The customer complained of discrepant low results for 1 patient sample tested for ise indirect na, k, ci for gen.2 and gluc3 glucose hk gen.3 (gluc3) on a cobas 8000 ise module. The initial na result was 103 mmol/l with a data flag. The sample was auto-repeated with a result of 118 mmol/l. On (B)(6) 2018 the sample was repeated on a different ise module with a result of 148 mmol/l. The initial k result was 3.4 mmol/l. On (B)(6) 2018 the sample was repeated on the different ise module with a result of 4.8 mmol/l. The initial cl result was 75 mmol/l. On (B)(6) 2018 the sample was repeated on the different ise module with a result of 106 mmol/l. The initial gluc3 result was 64 mg/dl. On (B)(6) 2018 the sample was repeated on the different ise module with a result of 88 mg/dl. The initial results were reported outside of the laboratory. The repeat results from the other ise module were believed to be correct. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The gluc3 reagent lot number and expiration date were not provided. Prior to the event, the ise electrodes had been replaced on (B)(6) 2018. The field service engineer (fse) visited the customer site and did not find a cause for the issue. The fse checked probe and nozzle alignments, pressures and vacuum. The mixing vessels were cleaned. The customer replaced the electrodes. The fse performed precision testing with results meeting specification. Qc results were well within the acceptable range. An abnormal aspiration alarm was observed on the alarm trace data from the day of the event. Calibration data was within the acceptable range. The malfunction is consistent with mis-sampling of the patient sample which is caused by poor sample quality. Mis-sampling is caused by insufficient aspirated sample volume which can occur when needle lubricant is aspirated together with the sample. This leads to false low results. The investigation did not identify a product problem. The cause of the event could not be determined.